Manufacturer narrative:
It was reported by the customer that the event occurred on an unknown date in (B)(6) 2017. The blue side key clamp was clamped during the therapy, which led to a back-flow of blood. Use errors and proper user instructions are addressed in ¿spectrum operator manual,¿ which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the safe operations listed in the guide are being practiced. Some of the safe operations listed include; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Monitoring vital signs and IV access sites per facility¿s standard practice of care, and monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. The device was not received for evaluation; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion and experienced back/retrograde flow of blood during therapy (dose, programmed amount and delivery rate unknown) in the pediatric unit. The device was being used to infuse total parenteral nutrition (tpn) and lipid solutions and the infusion had been running for approximately one hour when the backflow from the broviac line to the filter was observed. To resolve the issue the user paused the pump for approximately 15 minutes, flushed the line, adjusted the pump height, and the lipids were put on a manifold. Upon troubleshooting by the nurse, it was discovered that the blue key clamp was clamped. The clamp was opened upon discovery, the line flushed to clear the blood and the tpn with lipids infusion resumed without complication. There was no patient injury or medical intervention associated with this event. No additional information is available.